Manufacturer narrative:
A ge service representative performed an onsite investigation. The contacts on gib, ffb board and hv cable were evaluated and cleaned. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system intermittently would not make an exposure. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.